Event description:
It was reported to boston scientific that while using a hyrdothermablator procedure set, during the warm up phase (within the first three minutes) of an hta procedure, the first fluid alarm occurred. At that point the physician felt it was the machine so he swapped out the procedure kit with another one and again he got another fluid alarm. He aborted the case but noticed a superficial cervical burn (degree unknown). The physician felt the patient was fine and did not require any additional attention. A full recovery is expected and the patient is already rescheduled for another attempt. Note: this is for procedure set 2 of 2. The related set 1 of 2 may be referenced in MDR 3005099803-2008-2657.

Manufacturer narrative:
The lot number of the device used is unknown; consequently, the device manufacturing and expiration dates are unknown. The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined. Note: this is for procedure set 2 of 2. The related set 1 of 2 may be referenced in MDR 3005099803-2008-2657.